Event description:
It was reported that cgm displayed an error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed that error did not appear again, and successfully started new sensor session with no further issues reported.